Manufacturer narrative:
(B)(4).

Event description:
The healthcare provider (hcp) reported about hearing of a different case from a different hcp. Water got into the implantable neurostimulator (ins) case and changing the battery resolved the issue. The patient's indications for use were unknown. The patient information, related symptoms, and cause of the event were unknown, so additional information was requested. If additional information is received a supplemental report will be sent.